Event description:
Tte done and revealed a pump obstruction. Previous tte revealed a normal color flow in lower velocities into the cannula. This tte had turbulent flow into part of the orifice of the inflow cannula & the part abutting the lateral wall had no flow.